Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tip will no longer engage with the stem.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the base of the tip is damaged. Previous investigations found if placing the tip of the inserter incorrectly into the driver hole before impaction numerous times may damage the tip. The provided date code cv1203 indicates the instrument was manufactured in december 2003 and is over 12 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.